Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5104944) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. In previous report, section b5 was incorrect, correct b5 should be - the manufacturer received a voluntary medwatch (mw5104944) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop asthma, sinus infection, cough, eye issue, migrains. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspections of the device was completed by the manufacturer and found an unknown dark contaminant around the outside of the iso- port on the rear panel of the device. An internal visual inspections of the device was completed by the manufacturer and found an unknown dark contaminant on the top enclosure, front panel, bottom enclosure, and rear panel. An unknown contaminant was also observed on the bottom enclosure. Evidence of liquid ingress with mineral deposits was observed on the blower, inside the blower, on the blower box and blower seal, and also on the rear panel o-ring. Also found keratin-like substance was also observed on the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The device was applied power and the device operated properly. The manufacture concludes contaminates found were consistent with an unknown dark contaminant around the outside of the iso- port on the rear panel of the device, an unknown dark contaminant on the top enclosure, front panel, bottom enclosure, rear panel, . An unknown contaminant was also observed on the bottom enclosure, keratin-like substance on the blower box, liquid ingress with mineral deposits on the blower, inside the blower, on the blower box and blower seal, and also on the rear panel o-ring. The manufacturer concludes no evidence of sound abatement foam degradation.

Event description:
The manufacturer received a voluntary medwatch (mw5104944) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.